Event description:
It was reported that the patient presented to the follow-up clinic with signs of infection. The wound at the device pocket was found to be ulcerated. The device and leads were visible through the skin. The physician explanted the active system ¿ implantable cardioverter defibrillator (ICD), right ventricular (rv), right atrial (ra) and left ventricle (lv) leads. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.